Event description:
On (B)(6) 2010, pt reported she can't get the infusion device to do anything. Pt stated she will press button on the front of the device, but it will not respond. Verified the key lock is turned on. Had pt attempt to unlock this feature by pressing the menu and down button ast the same time. Pt reported it unlocked for a moment. Had pt attempt to go into the setup menu standard to unlock this feature; infusion device timed out and locked again. Had pt attempt to press and hold the menu and down button several times to unlock the infusion device; were unable to do this after many attempts. Had pt attempt to remove the battery from the infusion device and reinsert it; infusion device went into stop mode, but was unable to unlock the infusion device. Pt stated she has not had any issues with her up or down buttons. Assisted pt with setup of the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.